Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 35-year-old female patient who had essure (batch no. 626403) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included obesity and rheumatoid arthritis since 2015. Concomitant products included celecoxib (celebrex) since 2015, estradiol since 2015 to (B)(6) 2017, folic acid from (B)(6) 2015 to (B)(6) 2016, gabapentin since 2015, methotrexate since 2015 to (B)(6) 2016, nabumetone since 2015, norethisterone (camila) since 2015 and norethisterone (jolivette-28) since 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 3 months 5 days after insertion of essure, the patient experienced migraine ("migraines"), fatigue ("fatigue") and headache ("headaches"). In (B)(6) 2008, the patient experienced pelvic pain ("chronic pelvic pain/pain"). In (B)(6) 2008, the patient experienced weight increased ("weight gain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping,"). The patient was treated with surgery (on (B)(6) 2017, underwent a pelvic surgery and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, intra-abdominal haemorrhage, dysmenorrhoea, abdominal pain, abdominal pain lower, bacterial vaginosis, headache and weight increased outcome was unknown and the pelvic pain, migraine and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, device dislocation, dysmenorrhoea, fatigue, headache, intra-abdominal haemorrhage, migraine, pelvic pain, perforation and weight increased to be related to essure. The reporter commented: current weight 208 lbs. Essure can be seen on the right, essure on the left could not be identified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. On (B)(6) 2017, pathology test revealed uterus, hysterectomy: cervix - chronic focally active cervicitis. Focal squamous metaplasia. Endometrium: -nonneoplastic inactive and focal weakly. Proliferative endometrium. Histologic changes suggestive of prior endometrial ablation. Myometrium: no pathologic diagnosis. Proximal right and left fallopian tube segments, excision: essure coil placement, bilaterally. Concerning injuries reported in this case, the following ones were confirmed in patient's medical records: migraine, chronic pelvic pain, dysmenorrhea and device dislocation. Most recent follow-up information incorporated above includes: on 13-apr-2018: pfs received. New events added- bacterial vaginosis, headaches, dysmenorrhea (cramping), weight gain, weight gain and she did not undergo confirmation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), rheumatoid arthritis ("rheumatoid arthritis"), device dislocation ("migration") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 35-year-old female patient who had essure (batch no. 626403) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included obesity and rheumatoid arthritis since 2015. Concomitant products included celecoxib (celebrex) since 2015, estradiol since 2015 to may 2017, folic acid from february 2015 to march 2016, gabapentin since 2015, methotrexate since 2015 to march 2016, nabumetone since 2015, norethisterone (camila) since 2015 and norethisterone (jolivette-28) since 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 3 months 5 days after insertion of essure, the patient experienced migraine ("migraines/migraine"), fatigue ("fatigue") and headache ("headaches"). In (B)(6) 2008, the patient experienced pelvic pain ("chronic pelvic pain/pain"). In (B)(6) 2008, the patient experienced weight increased ("weight gain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping,"). The patient was treated with surgery (on (B)(6) 2017, underwent a pelvic surgery and hysterectomy) and surgery (on (B)(6) 2017, underwent a pelvic surgery and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, rheumatoid arthritis, device dislocation, intra-abdominal haemorrhage, dysmenorrhoea, abdominal pain, abdominal pain lower, bacterial vaginosis, headache and weight increased outcome was unknown and the pelvic pain, migraine and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, device dislocation, dysmenorrhoea, fatigue, headache, intra-abdominal haemorrhage, migraine, pelvic pain, rheumatoid arthritis, uterine perforation and weight increased to be related to essure. The reporter commented: current weight 208 lbs. Essure can be seen on the right, essure on the left could not be identified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. On (B)(6) 2017, pathology test revealed uterus, hysterectomy: cervix - chronic focally active cervicitis. Focal squamous metaplasia. Endometrium: -nonneoplastic inactive and focal weakly. Proliferative endometrium. Histologic changes suggestive of prior endometrial ablation. Myometrium: -no pathologic diagnosis. Proximal right and left fallopian tube segments, excision: essure coil placement, bilaterally. Concerning injuries reported in this case, the following ones were confirmed in patient's medical records: migraine, chronic pelvic pain, dysmenorrhea and device dislocation. Concerning the injuries reported in this case, the following one/ones were reported via social media: rheumatoid arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), rheumatoid arthritis ("rheumatoid arthritis"), device dislocation ("migration") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 35-year-old female patient who had essure (batch no. 626403) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included obesity and rheumatoid arthritis since 2015. Concomitant products included celecoxib (celebrex) since 2015, estradiol since 2015 to (B)(6) 2017, folic acid from (B)(6) 2015 to (B)(6) 2016, gabapentin since 2015, methotrexate since 2015 to (B)(6) 2016, nabumetone since 2015, norethisterone (camila) since 2015 and norethisterone (jolivette-28) since 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 3 months 5 days after insertion of essure, the patient experienced migraine ("migraines/migraine"), fatigue ("fatigue") and headache ("headaches"). In july 2008, the patient experienced pelvic pain ("chronic pelvic pain/pain"). In (B)(6) 2008, the patient experienced weight increased ("weight gain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping,"). The patient was treated with surgery (on (B)(6) 2017, underwent a pelvic surgery and hysterectomy) and surgery (on (B)(6) 2017, underwent a pelvic surgery and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, rheumatoid arthritis, device dislocation, intra-abdominal haemorrhage, dysmenorrhoea, abdominal pain, abdominal pain lower, bacterial vaginosis, headache and weight increased outcome was unknown and the pelvic pain, migraine and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, device dislocation, dysmenorrhoea, fatigue, headache, intra-abdominal haemorrhage, migraine, pelvic pain, rheumatoid arthritis, uterine perforation and weight increased to be related to essure. The reporter commented: current weight 208 lbs. Essure can be seen on the right, essure on the left could not be identified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. On (B)(6) 2017, pathology test revealed uterus, hysterectomy: cervix - chronic focally active cervicitis. Focal squamous metaplasia. Endometrium: -nonneoplastic inactive and focal weakly. Proliferative endometrium. Histologic changes suggestive of prior endometrial ablation. Myometrium: -no pathologic diagnosis. Proximal right and left fallopian tube segments, excision: essure coil placement, bilaterally. Concerning injuries reported in this case, the following ones were confirmed in patient's medical records: migraine, chronic pelvic pain, dysmenorrhea and device dislocation. Concerning the injuries reported in this case, the following one/ones were reported via social media: rheumatoid arthritis most recent follow-up information incorporated above includes: on 7-jun-2018: social media received. Event: rheumatoid arthritis was newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping,"), migraine ("migraines") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2017, underwent a pelvic surgery). At the time of the report, the perforation, device dislocation, intra-abdominal haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, fatigue, intra-abdominal haemorrhage, migraine, pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.